Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio also observed that the customer's device was set-up to perform 2 minutes of CPR prior to the first analysis. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A clinical review of the file was performed. Physio-control concluded that the device use did not contribute to the outcome of the patient because the patient's heart rhythm (ECG) showed asystole throughout the event. Additionally, the patient's downtime was unknown due to it being unwitnessed and the patient's family provided a dnr, which ceased resuscitation efforts. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had advised to "connect electrodes" during a recent patient event, even though defibrillation electrodes were connected to the device and adhered properly to the patient. The customer advised that the patient, a (B)(6) male with terminal cancer, had not been feeling well. A family member found the patient laying on the floor of his bedroom. The event was unwitnessed and the family had last seen the patient approximately 30 minutes prior to being discovered on the floor of his bedroom. Emergency services were summoned by the family and a family member began CPR with the assistance of a 911 operator. When first responders (bls) arrived on scene, the patient was observed to be cool/pale and unresponsive. The patient had no carotid pulse and there was noticeable vomit in the airway. They began CPR and established an airway, providing oxygen to the patient. Concurrently their device was connected to the patient using physio-brand defibrillation electrodes and it was at that time that they reported that they were unable to get the device to detect the patient, even after replacing the electrodes with another set. After some additional troubleshooting of the electrodes the device detected the patient and provided multiple "no shock advised" decisions due to the patient being in asystole. It took first responders approximately 3 minutes (total) of troubleshooting to get the device to detect the patient. Paramedics (als) arrived shortly thereafter with their lifepak 12 device (serial number unknown) to continue patient care; however, the patient's family provided medical personnel with a do not resuscitate (dnr) and efforts were stopped. The patient did not survive the event. The customer later advised that the physio-brand defibrillation electrodes used during the event were disposed of and therefore not available for examination.